Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney. On (B)(6) 2009, the patient was implanted with multiple non bard/davol meshes during an unspecified pelvic procedure. On (B)(6) 2009, the patient underwent explant of previously unspecified non bard/davol mesh and was implanted with a bard/non-davol pelvilace device during an unspecified pelvic procedure. On 10/31/2011, the patient was implanted with a bard "marlex" mesh during an exploratory laparotomy, bilateral salpingo-oophorectomy, cystoscopy, posterior vaginal "marlex" mesh with peritoneocolpopexy and enterocele repair with nichols procedure.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.